Event description:
It was reported by the customer that the unit made a grinding sound and stopped rotating. The breast had already been pierced and couple of samples taken. The case was halted and the patient will need to return for another sampling.